Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 2000 ohms. The patient was brought in evaluation and no noise could be produced. Technical services discussed options in which the field representative would discuss with the physician. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).